Event description:
It was reported that the patient had a history of stating their devices hadn't worked for them, which led to their previous replacement surgeries. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that a manufacturer's representative stated that impedances had been good the last time the device was checked at the time of the "incidents", and that she had not seen the patient since the last incident.

Manufacturer narrative:
Concomitant products: product ID 37701, serial# (B)(4), product type implantable neurostimulator; product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3778-60,serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).